Event description:
It was reported that during a colon procedure, the device fired properly. However, the patient was readmitted for an exploratory laparotomy. The patient is fine now. The device was discarded. No details are available. Additional information has been requested.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = tlc75 additional information from the user facility: we used 1 ethicon gia stapler with a ref number of tlc75 and 2 reload with the ref number of (B)(4). I do not have the lot numbers for these, as we do not keep track, and have no records according to our material manager.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.